Manufacturer narrative:
(B)(4). Evaluation results: device performed according to specifications.

Event description:
An attempt was made to use a complete se iliac stent system to treat a lesion which was pre-dilated with a 40mm balloon. The device was inspected and prepped before use and no abnormalities were noted. When the complete se was inserted the markers looked longer than the balloon. A 20mm stent was used instead. No patient complications were reported. Evaluation summary: visual inspection confirmed there was no damage or deformation to the device. The stent was deployed with no abnormalities noted. The stent length measurement was within specification. Visual inspection confirmed there was no damage or deformation to the stent or stent markers.